Event description:
It was reported that the patient experienced post-operative bleeding two hours after a tonsillectomy procedure. It was necessary for the patient to be taken back to the o.r. To stop the bleeding. There were no additional patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors not related to the device used in the procedure that could have been contributing factors to post-operative bleeding, include patient's health and compliance to post-op instructions. Other factors unrelated to the functionality of the wand and controller that could have resulted in post-op bleeding could be related to types of food consumed, certain medicines and/or bleeding disorders that are known to reduce the body¿s ability to clot.